Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 102 to 256 mg/dl. Tandem technical support was unable to troubleshoot the previous occlusions as the customer had discarded the supplies. Tandem technical support advised the customer to avoid abrupt temperature changes with the pump.